Manufacturer narrative:
Based on the information provided the cause of the customer reported failure mode cannot be determined. The sureform 60 stapler instrument was disposed and will not be returned to isi for evaluation. If additional information is received, a follow-up MDR will be submitted. An isi advanced failure analyst (afa) engineer conducted a stapler log review and found the following: the logs show sureform 60 stapler instrument (part #480460-09, lot #l13220802-0027) was installed 8 times and failed engagement all 8 times, all for roll axis hard stop check. The logs show error 22020 for these failures. This instrument never successfully engaged per the logs, therefore it never went into following, therefore any non-intuitive motion would not have been associated with this instrument. The second sureform 60 instrument used (part #480460-09, lot #l13220725-0576) was installed 11 times and fired 7 reloads (1 blue, 1 green, and 5 blue, in that order). All firings were completed per the logs with 0 or 1 pauses for compression. There were no incomplete clamps by this instrument. The logs do not show anything that would suggest that the system moved in an unintended way. There are some engagement failures with a stapler, however, engagement occurs when the instrument is installed onto the arm. The instrument must successfully engage before it can be inserted into the patient and controlled by the surgeon. No image or video recordings available for review. This complaint is being reported due to the following conclusion: during a da vinci assisted small bowel resection and unilateral inguinal hernia procedure, the wrist of a sureform 60 stapler instrument turned 45 degrees toward the surgeon and as a result, the bowel was torn. At the time the issue occurred, the surgeon claimed that she was not controlling the instrument. The surgeon resected additional bowel on either side of the tear and anastomosed the bowel. The cause of the customer reported failure mode is unknown. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted small bowel resection and unilateral inguinal hernia procedure, the wrist of the sureform 60 stapler instrument turned 45 degrees toward the surgeon and tore the bowel. As a result, the surgeon resected additional bowel on either side of the tear and anastomosed the bowel. Intuitive surgical, inc. (Isi) contacted the site¿s robotics coordinator who stated that he was present during the procedure. However, the surgeon had informed him that while stapling the bowel, the sureform 60 instrument jaws turned, and the intestines turned "inside out" and the bowel was torn. The surgeon stated that she was not controlling the instrument. As a result, she resected above and below the tear, took additional tissue, and anastomosed the bowel. He did not have any patient demographic information and confirmed there was no video recording of the procedure for review. The isi clinical sales representative (csr) indicated that the instrument was discarded and will not be returned to isi for evaluation. Isi made multiple follow-up attempts to contact the surgeon to obtain additional information. However, no further details have been received as of the date of this report.